Event description:
The pt was being transported to the bathroom when she complained her legs felt like they were slipping. The staff lowered the pt to the ground as a precaution and then transferred her with a different lift. There were no injuries to the staff or pt.

Manufacturer narrative:
Add'l info will be provided upon the conclusion of their investigation.